Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinical service manager reported a patient who had a vitrectomy in a prior procedure had a radial tear in the capsule of the right eye during the removal of the cortex. A three piece intraocular lens was placed in the eye.

Manufacturer narrative:
Based on quality assessment, the product met specifications at the time of release. The root cause of the reported events cannot be determined conclusively. (B)(4).